Event description:
Medtronic received information that this transcatheter bioprosthetic valve, implanted over two years, developed multiple stent (type I) fractures. It was reported that one wire was suspected to have a double fracture. There was no dislocation or loss of valvular function. No adverse patient effects were reported and the valve remains implanted.

Manufacturer narrative:
Product analysis: the product remains implanted and therefore has not been returned to medtronic. (B)(4). (B)(6).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The device remains implanted and no mitigation was reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(4). (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.